Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no item or lot number info was provided. As part of the complaint investigation and due to multiple reports of this type, a team was formed to investigate a probable cause. The team explored the following areas: literature search, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. Zimmer's overall observation that the rates of osteolysis discovered in our review of radiographs from contributing surgeons fall within the range reported for other clinically successful tibias on the market. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2004 and was revised in 2008, due to osteolysis of the tibia head and loosening of the tibial baseplate.